Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic, upon interrogation multiple episodes of non-sustained rv oversensing were observed. Review of session record indicated myopotentials oversensing. Programming changes were made. Device remains implanted.